Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture, poorly delimited heterogeneous fluid-solid area, with ¿thick-fluid¿ areas" confirmed via us. Healthcare professional reported "features of damage to the implant, damage to the inner and outer capsule" and "oval, well-delimited hypoechogenic foci up with the image of cysts". Healthcare professional later reported "ruptured implant", "capsular contracture baker grade I". This record is for the right side. Device has been explanted and replaced with a non abbvie device. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "rupture, poorly delimited heterogeneous fluid-solid area, with ¿thick-fluid¿ areas" confirmed via us. Healthcare professional reported "features of damage to the implant, damage to the inner and outer capsule" and "oval, well-delimited hypoechogenic foci up with the image of cysts". Healthcare professional later reported "ruptured implant", "capsular contracture baker grade I". This record is for the right side. Device has been explanted and replaced with a non abbvie device. Device will be returned.